Event description:
One liter bag of normal saline was in a one liter pressure bag attached to arterial line transducer tubing. The bag burst at seam with water noted on the floor. A new a-line tubing had to be set up.this is the third normal saline bag that has busted and leaked under a pressure bag since (B)(4) 2014.